Manufacturer narrative:
The investigation for the reported high purge pressure alarms has been completed. The product was returned and a leak was confirmed in the filter of the sidearm. The cracks are consistent with chemical interaction. The sidearm was removed and the purge was reattached. The high purge pressure was then reproduced. Blood was visualized in the purge gap. As the pump was run, the biomaterial was ejected and the purge pressure normalized. The data logs were reviewed and show a slow purge increase over an hour. The root cause of the purge leak was determined to be filter leak due to use. The root cause of the high purge pressure was determined to biomaterial. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 61yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were high purge pressure alarms during use. Cassette changes were performed but this did not resolve the alarms. Eventually, the pump was removed. There was no patient harm reported.